Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the MFR. Investigation results: the shaver handpiece was received for eval. The reported problem was confirmed. Further investigation found that the handpiece has a potential to activate on its own. A design change has been implemented for this failure mode. There are no injuries reported for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that the on/off buttons on the shaver handpiece would not function. There is no report of injury or surgical delay with this event.